Event description:
Completed medwatch received reporting hemolysis event caused by a kink in the arterial bloodline tubing at the bloodline to dialyzer end connection. This pt dialyzes for 3 1/2 hours on an f-8 dialyzer at a bloodflow of 450cc/min. The pt treatment was initiated at 6 am without difficulty. Pre bp was 178/90, pulse 78. At 7:45 am, the pt began complaining of abdominal pain - "gas like" discomfort. A spun hct was done to check for reddish colored serum and there was none at this time. The symptoms persisted and the pt also began complaining of chest discomfort & shortness of breath, a kink was noted in the arterial line. At 8:25, the physician was notified, a second hct was drawn and reddish serum was noted. The venous pressure is recorded at 180mm hg throughout the treatment. Normal venous pressure for this pt is 190-200 mm hg. The dialysis treatment was terminated at approx 9:30 am. The blood was not returned to the pt resulting in a bloodloss of approx 250cc. The pt was transferred to the acute hospital emergency room for evaluation. Hct at that time was 31.9 (pre hct 31.9). On 11/4 the hct was 27.4. The pt was not admitted to the hospital and has suffered no permanent ill effects.